Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade IV with possible rupture and 'problematic'". Healthcare professional later reported "textured implant (recall)". This record is for the right side. Device was explanted and replaced. Device will be returned.

Event description:
Healthcare professional reported "capsular contracture baker grade IV with possible rupture and "problematic"". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.